Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists hemodialysis treatment with the fresenius optiflux 180 nre dialyzer (lot numbers unknown, products discarded) and patient symptoms of itching. Based on this information, the dialyzer cannot be excluded from the event. However, currently there is no objective evidence that a product malfunction with the fresenius optiflux dialyzer caused this event. It is well documented in evidenced based literature that dialyzer reactions are a known potential complication in hemodialysis. Additionally, the manufacturer instruction for use for the fresenius optiflux dialyzer includes a warning of hypersensitivity (allergic) reactions as a possible side effect with using this product.

Event description:
A user facility¿s facility administrator (fa) reported that during a patient¿s hemodialysis (hd) treatment using a fresenius optiflux 180 nre dialyzer, the patient experienced itching, so the patient was switched to the fresenius optiflux 180 nr dialyzer for hemodialysis. The patient continued to experience itching despite the change. The patient completed treatment as expected. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Four lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one or more approved temporary deviation notice (dn) reported on nine of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that during a patient¿s hemodialysis (hd) treatment using a fresenius optiflux 180 nre dialyzer the patient experienced itching, so the patient was switched to the fresenius optiflux 180 nr dialyzer for hemodialysis. The patient continued to experience itching despite the change. The patient completed treatment as expected. The complaint device is not available to be returned to the manufacturer for evaluation.